Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the power cord. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that after a da vinci-assisted surgical procedure using an x or xi system, the patient side cart (psc) power cable was found to be damaged. No error messages were displayed. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the customer was not able to provide further information.